Event description:
A female pt contacted lifecor customer support to report that the pins inside the electrode belt were bent. Support advised the pt to never disconnect the electrode belt from the monitor. A lifecor pt services rep (psr) went and replaced the pt's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probable excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. This is what caused the "check belt" messages. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.